Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. No visible damage was present. The warranty seal was intact. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source and joint test fixture with a pressure sensor transducer connected; then the pump was allowed to run for several minutes and was able to maintain the set pressure with the shaver outflow valve open and halfway. However the unit over pressured with the shaver valve in the closed position. The pump was calibrated and was retested and was able to maintain the set pressure. The root cause was traced to a calibration issue. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pressure was set at 40 and began quickly increasing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pressure was set at 40 and began quickly increasing.